Event description:
"Spewing oil" is stated on the repair request. During a procedure it was noticed that oil was coming out at the end of the hand piece. The motor was removed from the field. There was no pt injury.